Event description:
It was reported that the insulin pump had multiple cracks on the battery casing, on the upper side and corners of the lcd, and the battery cap. At the time of the phone call the customer's blood glucose was 124 mg/dl. But the customer stated that a few days ago their blood glucose was 29 mg/dl, which was treated. The customer went to the doctor's office to check the settings of the insulin pump. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.